Event description:
Facility emergency dept staff connected the device to a pt diagnosed in ventricular fibrillation. Energy was delivered to the pt at 200 joules. Reportedly, when a following attempt was made to defibrillate the pt at 300 joules, the device would not charge. The allegation or allegations upon which this allegation was made was not reported. Another defibrillator was immediately made available and used to defibrillate the pt. The facility reported that there were no adverse affects to the pt resulting from the event.